Event description:
It was reported that a small piece of impactor chipped off when impacting the femur. All pieces were retrieved. There was no surgical delay. The surgical technique was utilized. The surgeon did not have to use a second instrument. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. Review of the picture provided shows the fractured instrument that exhibits signs of wear and previous use. The instrument was not returned for evaluation; therefore further visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.